Event description:
It was reported that during a nephrectomy procedure, the device seal broke with hand inside the cavity. Another device was used and the same thing happened again. Another device was used to complete the procedure. The procedure was prolonged 45 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.